Manufacturer narrative:
Product analysis the distal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead fractured and caused inappropriate therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.